Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a seroma formed at the incision site of the cervical paddle implant wherein the incision opened and the lead was exposed. As a result, surgical intervention occurred to explant the system due to suspected infection. The patient was discharged and prescribed oral antibiotics to address the issue.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. The patient was discharged and prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated the wound has healed.